Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in tubing/ chamber, device has burning/ smoke/ electrical odor and also alleged nose irritation and throat irritation or soreness. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in tubing/ chamber, device has burning/ smoke/ electrical odor and also alleged nose irritation and throat irritation or soreness. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported b3 and g3 as 05/31/2022 and also some information missing on b5, now b3 and g3 should have been report as 05/17/2022 and additional information add to the b5.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing/ chamber and blister on nose and also alleged nose irritation and throat irritation or soreness. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on feb 24, 2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in tubing/ chamber, device has burning/ smoke/ electrical odor and also alleged nose irritation and throat irritation or soreness, runs out of water fast, blisters on nose. There was no report of patient harm or injury. Additional allegation was received that the patient device is burning his nose when he uses it. Section h6 health effects: clinical codes and medical device problem code was updated in this report.